Manufacturer narrative:
Qn#: (B)(4). The customer provided one photo for evaluation. The photo displayed a radial artery catheterization device being inserted into a foot. The catheter body appears separated and the separated portion is not visible. The customer returned one opened catheterization set for evaluation. The guide wire and catheter appeared severely kinked; however, it was confirmed by the customer that no issues were experiences with the guide wire. The catheter was separated near the proximal luer hub. The points of separation were smooth and uniform, which indicates the catheter came into contact with a sharp object (needle bevel, etc.). The two catheter portions measured to be 1.18" and 0.19", totaling 1.37" which is within specifications of 1.367-1.382" per product drawing. The outer diameter of the catheter body measured to be 0.035" which is within specifications of 0.035-0.037" per product drawing. The inner diameter of the catheter body (measured from the proximal end) measured to be 0.027" which is within specifications of 0.027-0.029" per product drawing. This indicates that the wall thickness measured within specifications. The two portions of catheter were able to advance and retract off the returned introducer needle. A device history record review was performed with no relevant findings. The instructions-for-use provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage." The customer report of a separated catheter was confirmed by complaint investigation of the returned sample. The damage observed on the catheter is consistent with the catheter coming into contact with a sharp object (needle bevel, etc.). The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received and the customer report that the defect was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "the catheter was splited during the puncture and remains in the patient's dorsal foot artery. Then, the vascular surgery department was invited to do dorsal arteriotomy and the broken catheter was taken out." The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "the catheter was splited during the puncture and remains in the patient's dorsal foot artery. Then, the vascular surgery department was invited to do dorsal arteriotomy and the broken catheter was taken out." The patient's condition is reported as fine.